Manufacturer narrative:
No conclusion can be made. Based on the investigation activities performed, the review and analysis of all available information fails to indicate a definitive root cause. However, the most likely cause of the inflation tube separation and detachment of the anchor is related to forces applied during use. As reported the mesh portion of the ventralight st mesh w/ echo ps was placed over a previously placed mesh, this would likely add increased resistance while pulling the inflation assembly up through the abdominal cavity. Additionally, there may have been scar tissue present due to the previous abdominal surgery. The mesh remains implanted and the subject product (inflation assembly) was not returned for evaluation. To date this is the only reported complaint for this production lot of 182 units released for distribution in july, 2018. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding removal of the inflation assembly from the abdomen, the instructions-for-use, supplied with the device states, "to deflate the echo ps positioning system, release the clamp on the inflation tube, cut the tube as close to the skin as possible, and then discard the excess tube. Begin removal of the echo ps positioning system by grasping one of the two removal points marked by the dark arrows adjacent to the bard® logo. Begin pulling the positioning system off the mesh in one smooth motion. Continue removing the echo ps positioning system by pulling it up to the tip of the trocar remove both the echo ps positioning system and trocar simultaneously. Verify that the echo ps positioning system including the balloon, all mesh connectors, and the inflation tube is fully intact after removal." Not provided.

Event description:
The following was reported via mw50805214: "a (B)(6) male admitted for repair of recurrent umbilical hernia on (B)(6) 2018. While undergoing a robotic repair of the hernia and during placement of the new mesh (over prior mesh),the inflation tubing (and placement balloon) broke in half. A yellow (pliable) piece of plastic located on the inflation tubing fell off during placement of the mesh. The approximate size of the plastic piece is "less than 1cm and the diameter of cooked grain of rice". Surgeon explored abdomen, wound and surrounding area and plastic piece was not found. The incision was closed. Patient was transferred to recovery room in good condition." The following was reported in follow up with the contact: "the patient had a previous hernia repair using mesh and ¿metal tacs¿. The surgeon was unable to safety remove the ¿incorporated mesh¿. The old mesh was left intact and a new ¿hernia mesh¿ (ventralight st w/ echo ps) was placed over the existing hernia defect." The device was discarded after the case.